Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that their backup alarm failed alarm. The device was replaced without issue with another ventilator when the backup alarm issue occurred. Reviewing the diagnostic report (drpt), the alarm occurred within two seconds of startup and during the power-on self-test (post). On 05feb2026, an authorized service provider (asp) evaluated the device at a repair center. The asp was unable to reproduce the issue, but did confirm the previous occurrence of the alarm in the device's drpt. As a preventative measure the asp replaced the central processing unit (cpu) printed circuit board assembly (pcba). Following the part replacement the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be in use at the time of the reported problem. The patient information was not disclosed by the customer. No patient or user harm reported.